Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the device poking out was from the device hitting very hard against the pallet of bottles. Patient stated there is no issue with poking; it is just there.

Event description:
Additional information was received from patient who reported patient called back reporting the same issue. They state that the battery on their controller and ins will not deplete. They state the patient spoke to a manufacturer representative (rep) a few weeks ago. Agent walked patient through checking their battery percentages. Patient had their controller connected to the ac power supply during the call. Patient confirmed controller and ins batteries were at 100%. Agent walked patient through checking the intensity on their therapy. Patient was in group a and intensity was at 1.5. Patient stated they needed pain relief on their back. Patient increased intensity until 5.4 and felt in on their left leg. Patient then decreased intensity back to 1.5 and switched to group b. Intensity of group b was at 2.7. Patient increased intensity to 5.7 and felt the stimulation on their right leg. Patient then decreased intensity back to 2.7 and switched to group c. Intensity in group c was at 2.7 so patient increased it to 5.8 and felt the stimulation a little on their back where the implant site was but more on their right leg. Patient then deceased the intensity back to 2.7. Patient stated that they do not need the stimulation on their legs but need it on their back. Agent redirected patient to healthcare provider (hcp). Patient also saw memory problem on their controller and agent walked patient through updating the date and time.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Event date is date valid medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding their devices.  They reported that their ins and controller battery level were at 100% after charging what technical services (ts)s believed to be their ins. Caller seemed confused and tss did their best to make sense of the information provided. Caller stated that while on the call, they were still charging their ins and the controller depleted to 80%. Caller confirmed that their stimulation was turned on. Caller also commented that they are in pain and confirmed it was not an increase or change in pain symptoms but are the same symptoms that they have always experienced. Caller explained that they experience an increase in pain symptoms around their stomach and breast area if they move around too much or over extend themselves. Caller mentioned that they met with their doctor about a year prior and said their device was checked by manufacturer representatives (reps). Tss reviewed that all equipment seems to be working as intended and to continue using it as they normally would. Tss did not collect the serial number of external equipment because everything seemed to be working as intended.  No device issues were reported. Additional information from the patient indicated that their increase in pain was due to years of figure skating and being tossed in the air. They mentioned that as they got older, the hcp recommended the implant. They stated that the device was helpful and reduced pain. The patient stated that they have talked to their hcp and have come to the conclusion that their balance is causing their falling and hitting items that have injured them. They stated that they fell on a pallet of water bottles directly on the implant, and that took a while to heal. They stated that the battery wouldn't charge, but after talking to patient services, they were very helpful. The patient wants to keep the implant, as things have straightened out. Pt called back stating that they would recharge their implant (ins) every morning and that they would then connect the controller to the ac power supply to recharge the controller. Pt said that today, both the controller and ins batteries were fully green but they wouldn't recharge. Pt was currently seeing the batteries screen with the controller at 90% with recharging indicated and the ins at 100% with terminated indicated. Agent reviewed terminated meaning with the pt. Agent reviewed equipment and device function with the pt. Agent had the pt exit the batteries screen; pt saw group a surrounded in green. Agent reviewed with the pt that the stimulation was on. Pt was concerned that the battery levels were not going down. Pt was confused on using equipment and when to and not to recharge the devices. Agent reviewed with the pt that everything was working as intended. Agent reviewed equipment and device function with the pt again. Pt noted that the ins was already at 100% this morning when they went to recharge the ins. Pt said that they were in so much pain. Agent reviewed increasing/decreasing the stimulation with the pt. Pt was really confused throughout the call. Patient called back and patient was extremely confused with charging and stimulation. Patient stated their implant wasn't charging but it was fine this morning. After charging the implant patient would turn their stimulation on and the stimulation was so high that their legs and stomach were jumping and patient couldn't walk without bending over because they hurt so much. Patient stated the stimulation made them want to throw up. Patient was emotional during the call. Patient turned the stimulation off. Agent attempted to redirect patient to their hcp to address the issue and offered physician listings but patient refused and mentioned they couldn't see an hcp or a representative. During the call patient was charging the implant but the implant was already at 100% and controller was at 60%. Agent reviewed information but patient was confused. Patient wanted agent to walk patient through decreasing stimulation. Patient turned stimulation on and patient was in pain and crying. Agent asked patient to turn stimulation off. Patient mentioned they hurt more when the stimulation was turned off. During the call patient turned group a program 1 from 8.5 down to 6.2. Patient kept asking agent what setting they should lower the stimulation to. Agent reviewed information but patient seemed very confused. Additional information was received from the patient (pt). They reported that their pain had nothing to do with the device, but due to ice skating as indicated in the previous patient letter. Pt noted they see their hcp every now and then hoping there is something that can help them. Pt noted after speaking with patient services, the pain only improved when not moving hard and they still had to take a pain pill to give them a few hours of relief. When the pill wears out, they can't move or go anywhere or even drive. Pt noted that it seemed like no matter how they explain their turning up their activities and the harsh activities (ice skating) they went through and how the pain would not go away, that pss did not understand that the pain shows signs of relief sometimes but it has nothing to do with using the device. Pt noted there was some relief and they were happy with that, but they had no quality of life. Pt noted they fell backward on their device and it took a while to get better. Pt noted the device pokes out a small amount but at least it didn't break their skin.

Event description:
Additional information was received from a patient (pt). It was reported that they were in the hospital 4 days and took their device. They gave it to the nurse to plug in and they tried several plug in and non would turn it on. The patient stated that their legs would jump up being miserable. Finally, the whole device went empty and the patient was in a lot of pain. The patient stated that the fact is that it just wouldn't charge. Both batteries stayed green and wouldn't go down to charge their implant. The patient stated that all the stimulation stopped and the pain kept going to their hip. The patient stated that the actions taken was pressing on the arrows, turning it on, and off after the hospital stay and when they took it back home it just stayed on green. They did not know what to do so they just left it along and didn't plug it in because it wouldn't charge. The patient stated that they left it alone and didn't try to charge it. About four days went by and they looked at it and the battery had gone down about half so they kept checking it and the battery emptied and they put it on their implant as usual. After checking, the charging started working and so far, so good. The patient stated that after 40 minutes, the battery is at 40% and charging at 50%. It was very frustrating to be back in pain so they are glad it is working right. The patient stated they didn't know what to do after going through the implant surgery and feeling it sticking out on the upper corner. The patient states that they think it could be after they fell against it onto a pallet of water caps at the grocery store and it has stayed poking out a little.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that there was a return of pain. Pt met in clinic for return of her chronic pain after reported incident of increase in stimulation that gave her pain and made her legs move on (B)(6) 2024. Representative turned on amplitude limits to sub pt per physician request, and patient reporting return of pain relief after rep turning her battery off/on, pain from 10/10 to 7/10 in her low back and was back to normal per her report. The issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Continuation of d10: product ID 97745, serial# (B)(6), product type programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). They reported that there was a change in their medication. Pt noted their hcp was not up to date with how important their medication was for their chronic pain and thought they could quit a couple of them, which was the wrong thing to do. Pt noted it ended up very hurtful for their pain. Pt noted after 1.5 weeks of the issue, they got themselves back on their medication. Pt noted their charger and pain settles down to show up in their back and not their legs. Pt noted now it was back to working how it should and after charging it up, it felt like the device was back to the regular help, with so far being good.